Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
Pt was implanted with elevate on (B)(6) 2010. On (B)(6) 2010, pt complained of "defecatory issues" post elevate procedure. Upon examination, the physician noticed mesh in the rectum. On (B)(6) 2010, the mesh was trimmed out of the rectum. Pt is doing fine.